Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous right pulmonary artery. A 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed without replacing the device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous right pulmonary artery. A 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed without replacing the device. There were no patient complications nor injuries reported.